Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that patient had their ipg replaced due to it becoming inoperable. It is unknown if it prematurely depleted.